Event description:
Reporter alleged the test strip vial had a usable expiration date on it however the manufacturers' inventory system indicated the test strips were expired. It was stated the expiration date on the vial stated 09/30/206 while the inventory system date was 09/30/2005. No actions or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.